Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
The device could not be interrogated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and sudden fatigue. The patient went to the emergency department where it was further reported the patient had bradycardia with no pacing. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.